Manufacturer narrative:
(B)(4).

Event description:
The service report shows the customer reported that the 840 ventilator bottom screen was blank and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The failure happened when the device was not being used on a pt. Covidien was only authorized to upload the current software revision. The ventilator passed all testing.